Event description:
It was reported that the user removed the ilet infusion due to administering a manual insulin injection, remained disconnected from the pump overnight, and called for assistance when blood glucose was elevated; a supply change with new infusion set and cartridge was completed and insulin delivery was resumed, with no alerts or alarms noted. Symptoms included hyperglycemia peaking at 250 mg/dl with dry mouth and polydipsia. Outcomes included a missed dose with a delay to therapy and serious injury requiring unexpected medical intervention in the form of subcutaneous insulin pen. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.